Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was received due to aseptic loosening stem; pain (right). Sr njr number: (B)(4). First revision asa: p2- mild disease not incapacitating.